Event description:
The customer contacted baxter's service center regarding a set up assistance; which occurred on the homechoice (hc) during use. The home patient (hp) stated connections were leaking where lines attach to the bags. They assisted the hp restart set up and advised new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the hp (B)(6) 2012 regarding reported problem. The hp stated that they ended up having to start over with new supplies, and they were able to continue fine. They stated they checked the connection but they are not sure why it leaked. The hp stated that they do not have samples for evaluation, nor do they recall the lot number of the supplies. The hp stated that therapy overall is going well. The hp stated they did not have an alarm when the leak was identified; it was during setup when the hc stated "connect the bags." There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.